Manufacturer narrative:
Date of event: 2015. Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection. It was noted that infection was not device related.

Manufacturer narrative:
Additional information was received that the infection was located in the anchoring device. Symptom was burning sensation or chills. The patient was prescribed antibiotics and the cause of the infection was unknown.

Event description:
A report was received that the patient underwent an explant procedure due to infection. It was noted that infection was not device related.